Event description:
Caller reported an issue with the touchscreen responsiveness of the pump, specifically that the screen turned off too quickly. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.